Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement. The report also notes "not a product complaint." The physician implanted an active fixation lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received